Event description:
Customer reported that the insulin pump has been alarming motor error mostly during bolus delivery. Customer stated this has been happening for about three months. Customer also reported she received a no delivery alarm and that the insulin pump has a crack on the upper right corner of the screen. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with no unexpected excessive no delivery alarm and no motor error alarm. The motor passed motor test. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery alarm and displacement tests. The insulin pump has minor scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.